Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as there is a cut/hole in the bending section cover attributing to a failed air/water leak test. Additionally, the adhesive at the distal end forceps cover is peeled off. The elevator channel is loose and the name plate on the control body is missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera ii ultrasound gastrovideoscope was returned to the olympus service center for a reported ¿hole in the tip of scope¿. The problem was found during reprocessing. No death, injury or harm was reported. The service inspection identified the adhesive at the distal end forceps cover is peeled off. This report is being submitted to capture the adhesive at the distal end forceps cover is peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeled off likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.